Event description:
An echo endoscope was then exchanged with a duodenoscope (180 series, olympus) and wire-guided cbd cannulation was done beside the antegrade passed projecting guidewire (parallel biliary rendezvous). A biliary self-expandable metallic stent (10 mm wide, 60 mm long; zilver, cook medical, inc, winston-salem, nc) was placed without sphincterotomy. In this case, we used a transesophageal approach because of the technical challenges posed for biliary access by standard routes. Off label use: an oesophageal route was used for eus-bd and stenting.

Manufacturer narrative:
PMA/510(k) #: k163018 device evaluation the unknown device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. As the rpn of the device is unknown, this investigation has been based on a zilbs device. Document review as the rpn and lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilbs devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0065-3) states the following: "this device is used in palliation of malignant neoplasms in the biliary tree." It should be noted that this step was followed. However, the IFU also states that ¿standard ercp techniques for placement of biliary metal stents should be employed.¿ this step was not followed. There is evidence to suggest the user did not follow the IFU. Therefore, this file will be assessed as user error and not off-label use. Root cause review a definitive root cause of the user not following the IFU and using an oesophageal approach to gain access to the target location. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
An echo endoscope was then exchanged with a duodenoscope (180 series, olympus) and wire-guided cbd cannulation was done beside the antegrade passed projecting guidewire (parallel biliary rendezvous). A biliary self-expandable metallic stent (10 mm wide, 60 mm long; zilver, cook medical, inc, winston-salem, nc) was placed without sphincterotomy. In this case, we used a transesophageal approach because of the technical challenges posed for biliary access by standard routes. Off label use: an oesophageal route was used for eus-bd and stenting.